Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -06.50/+1.0/072 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down into the patients left eye (os). There was no patient injury. The lens was replaced within the same surgery with another same model/length lens and the problem was resolved. Cause of the event was unknown.